Event description:
It was reported that the patient was having increased charging and ipg was not holding a charge. It was also reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg and leads were replaced, and additional leads were implanted. The patient was doing well postoperatively, and the explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6) batch: 17450629/17613435.